Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that she had experienced elevated blood glucose (bg) of 400mg/dl with nausea and a headache related to occlusions during bolus attempts. The patient reportedly treated the bg with a correction injection. The occlusion alarm issue reportedly resolved when the patient changed the cartridge and the infusion set tubing. The patient reportedly remained on the pump after changing supplies. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that an issue with the cartridge contributed to the alleged occlusion alarm issue.